Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report: 3006705815-2018-00013: additional information indicated the field representative was unable to deliver appropriate stimulation with the newly implanted ipg, as the patient was unable to feel paresthesia. As a result, the patient may be pending surgical intervention on the lead.